Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference numbers: 3006705815-2020-30716. It was reported that the patient's lead revision surgery on (B)(6) 2020 for lead migration (related manufacturer reference numbers: 3006705815-2020-30718, 3006705815-2020-30719) was abandoned due to excessive scar tissue. The physician was unable to place the leads and explanted the entire system.